Event description:
It was reported that the patient presented after receiving inappropriate anti-tachycardia therapy and inappropriate shock. Upon review, the right ventricular lead exhibited oversensing. Externalized conductors were suspected upon x-ray. On (B)(6) 2017, the lead was capped and replaced. The patient was stable before, during and after the procedure.